Manufacturer narrative:
(B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device will be returned for evaluation. Concomitant medical product: clopidrogel removed. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 8fr sheath prior to a transcatheter aortic valve implementation (tavi) interventional procedure. The suture of new proglide device was successfully pre-placed. The sheath was upsized to a 12fr and the tavi procedure was completed. Hemostasis was achieved with the successfully pre-placed of two proglide devices. An unspecified injury was reported and the patient was sent to intensive therapy for surveillance; however, it was reported that the injury was not related to the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design and labeling of the device.

Event description:
It was reported that an arteriotomy closure of a mildly calcified right common femoral artery was attempted using a proglide device with 8f sheath after an aorta valve interventional procedure. Reportedly, when the plunger was removed there was no suture attached to the anterior needle. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was reported as returning for analysis, but the device was not returned.